Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere catheter in a cardiac ablation procedure, the catheter became stuck near the tricuspid valve and the catheter was difficult to move. While ablating the distal end of a cavotricuspid isthmus (cti) line, the device was advanced slightly into the right ventricle with deflection, which led to the difficulty in movement. Another manufacturer's sheath was advanced over the sphere-9 catheter, which resolved the issue. The procedure was completed without exchanging the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h11 product event summary: the afr-00001 sphere 9 catheter with lot 0231583757 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported "entrapment" issue was not observed with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency and pulse field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported "entrapment" issue was not observed with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.